Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported she visited the emergency room for high blood glucose on 11/18/2014. Her blood glucose was over 500 mg/dl when she was admitted. She was wearing the insulin pump when she went to the hospital. She experienced nausea, vomiting, and diabetic ketoacidosis. She was hospitalized for two days. Customer has been on manual injections since being released from the hospital. She stated the insulin pump is working fine and she will eventually get back on the device. No other details were provided. Nothing further reported.